Event description:
Pt's family member called to say that the pt's prestige glucose meter was giving the pt a reading of 382 mg/dl. The pt was shaking so the paramedics were called. The paramedics tested the pt and got a 705 mg/dl with their equipment.